Event description:
It was reported there was a problem advancing the right lead into the internal neurostimulator (ins). Rotating the ins did not resolve the issue. The set screws had only been backed out only a quarter turn. Trying a new ins did not resolve the issue. The left lead advanced normally. The lead advanced after being manipulated for half an hour. Impedances were within normal limits. The patient was programmed without incident. The patient was doing great.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0nm7m, product type: lead. Product ID: neu_interstim_ins, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3093-28, lot# va0nm7m, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.